Event description:
On 03/10: customer reports via fax; (B) (6) female having a CT of abdomen and pelvis with contrast. Injector was loaded with optiray 320, injection protocol of 2.5ml/sec for 75ml volume. Left arm IV access with 22ga access device. Tech flushed and tested for patency. Discovered after scanning that an undetermined amount of contrast approx 20cc was injected into l arm with approx 80cc of saline. A scout was taken to determine amount of contrast. Treatment of infiltration was not disclosed by customer. Facility indicates unk pt outcome because they do not track the pt outside the dept. No other info made available by the facility staff.

Manufacturer narrative:
The device was found to be in hwvvi reset upon receipt. The ram map showed that the device reset to hwvvi while delivering therapy for fib. The reset was power on reset (por) and the last hv impedance was "n/a", suggesting that the device may have delivered the hv therapy into an open load due to a lead problem. The device's functionality was normal. All output waveforms were normal.